Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during ventricular tachycardia ablation procedure, it was dislodged by one of the ablation catheters. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.